Event description:
It was reported that the device had a latitude report with missing implant date information. There were question marks for the electrode model/serial numbers. Technical services advised that this is consistent with a fault code situation in the device which occurs when there is a bit flip in the patient data memory. The patient has successfully transmitted a device follow-up via the latitude monitoring system. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. The clinic should consider adding a patient note to indicate the correct date of implant. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.